Manufacturer narrative:
Investigation summary: bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode for label lift with the incident lot was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Bd has initiated further investigation relating to this issue through a CAPA. The investigation is still on-going and improvements will be made as the potential causes of this issue are identified. CAPA# (B)(4).

Event description:
It was reported that label peel off occurred before use with a bd vacutainer® pst¿ gel and lithium heparinn (lh) 83 units blood collection tube. The following information was provided by the initial reporter, "customer started noticing labels pst label on tube is not sticking all the way. It is coming off on the sides. He said this lot has at least 100 tubes are affected. Some tubes have labels come off and sticking to another tube." 100 occurrences were reported.